Event description:
It was reported that a false alert for possible output circuit damage was observed. The alert was suspected to be due to being exposed to electrosurgery during valve replacement surgery. The device was able to charge normally. A manual capacitor maintenance was suggested. No further information is available.